Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump sudden power down without low battery warning and screen was badly scratched. The customer¿s blood glucose was unknown at the time of incident. The customer also state that the insulin pump had unexplained no delivery alarm and diminished battery life and also state that insulin pump rejects new batteries. The customer also state that the insulin pump was unresponsive to new batteries ans act button was sticky or non responsive. The insulin pump will not be returned for analysis.